Event description:
The customer reported orbital rotation is difficult. No pt injury was reported.

Manufacturer narrative:
The ge service rep evaluated the system and replaced the cradle. System operates as intended.